Event description:
The customer reported elevated and discrepant ammonia results, for one patient, and high quality control (qc) recovery involving unicel dxc 600 synchron system. The first patient sample produced ammonia results of 8 and 11 mmol/l, and the second sample produced a result of 48 mmol/l. The questioned results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer stated a degasser filter needed to be replaced. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) and replace the degasser filter. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) verified all hardware. The fse replaced the cartridge chemistry (cc) sample probe, mixer,reagent syringe, t-valve, wash collars, and performed alignments of probes and mixers to cuvettes. The fse adjusted the reagent probes and the sample probe alignments. The fse verified all photometer diagnostics and performed quality control for gamma-glutamyl transferase (ggt) but quality control (qc) continued to recover high. The fse performed photometer adjustments in diagnostics and performed synchron qc to compare results; all recovered less than a 5% difference. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. Wash collar. The customer indicated ammonia calibration results appeared acceptable at the time of the event. (B)(4).